Event description:
It was reported that during kit inspection the comb was bent and was not placing in the correct position. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device has been returned for evaluation. A final report will be submitted upon completion of the investigation. Phone number - (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the comb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.